Event description:
In december 2018 the user started to experience intermittencies with the device. Initially the intermittencies only occurred when yawning and then progressed to intermittencies also when chewing. Currently the intermittencies also occur when the user is talking and happens so often that use of the audio processor was stopped. There were no accidents or trauma reported. No MRI scan was conducted either. There has been no progression of the hearing loss although the user was reported to be outside of the indication criteria in the higher frequencies. The user has good benefit with the device when it is functioning. The recipient has been re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the patient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2018 the user started to experience intermittencies with the device. Initially, the intermittencies only occurred when yawning and then progressed to intermittencies also when chewing. Currently the intermittencies also occur when the user is talking and happens, so often that use of the audio processor was stopped. There were no accidents or trauma reported. No MRI scan was conducted either. The user has good benefit with the device when it is functioning. Re-implantation will be considered.